Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06657. It was reported that high impedance and high threshold were note on the right ventricular lead. It appeared that the threshold and impedance ha gradually increased. The lead was explanted on (B)(6) 2019. It was discovered that the abandoned right ventricular lead had a retracted screw, this lead was previously capped on (B)(6) 2009. The abandoned lead remained implanted. The patient was stable after the procedure and had no consequences.